Event description:
Event verbatim [preferred term] she did not irrigate before using the product, did not perform any inspection of the cavity/she feels the dentist did the procedure wrong [wrong technique in device usage process], she now feels that the site of the procedure feels heavy, a little sore and "looks white [application site discomfort], she now feels that the site of the procedure feels heavy, a little sore and "looks white/soreness [application site pain], she is suspecting a little pus/little pus and it looks white [application site abscess]. Case narrative:this is a spontaneous report from a contactable consumer. A 60-year-old female patient received absorbable gelatin (gelfoam), from (B)(6) 2018 at 1 piece placed into the dental bloody cavity by the dentist for an unspecified indication. Medical history included hashimoto's disease, allergic to dairy products, tooth extraction, hypothyroidism. Concomitant medication included levothyroxine sodium (tirosint, 75 ug) orally at 75 ug, 1x/day for hashimoto's disease and ongoing. The patient believed that on an unknown date the dentist did the wrong procedure: he did not irrigate gelfoam before using it, and did not perform any inspection of the cavity. The patient felt the site of the procedure was heavy, and a little sore; also it looked white and she suspected a little pus on (B)(6) 2018. Reporter stated she was taking motrin 400 mg red coated capsule by mouth twice a day since yesterday for the soreness. The outcome of "little pus and it looks white" was not recovered and for the rest reported conditions was unknown. Also the action taken with gelfoam was unknown. The gelfoam lot number was not available since the device was used at the dentist's office. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case s5): gelfoam is used in the presence of an infection. Hazard number: h01-13. P2 value for a severity of s2: 0; p2 value for a severity of s3: 1; p2 value for a severity of s4: 0; p2 value for a severity of s5: 0. No malfunction is present. As of date 10jun2019, final investigation report received. Final report: product desc: gelfoam sterile sponge size 100 x 6, product country: USA, sap/unique identifier: (B)(4), classification: external cause investigation, subclass: adverse event safety request for investigation, lot number: unknown, sample status: not received, UDI: (B)(4). The details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Scope: all gelfoam sponge batches produced within the 36 months prior to the receipt of the reported complaint were queried within pcom, and all complaints found were examined against the reported complaint narrative and complaint classification. There were no previous complaints with a known batch number was determined to be within scope. Returned product examination: pgs did not receive a returned complaint sample, or photographs, for evaluation. Reference sample examination: complete - acceptable. An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints for which an evaluation of previous retained reference sample examinations could be reviewed. Deviations: complete.-acceptable deviations, laboratory investigation reports (lir), and change management records for all batches in aprrs and the site deviation tracking system for 36 months prior to the receipt of the reported complaint were reviewed. Lir 1210426 was completed for a confirmed out-of-specification (oos) stability result for water absorption of gelfoam sponge compressed for batch j18378. The root cause of the confirmed oos result was further investigated in qar 1218916. Lir 1250585 was completed for a confirmed out-of-specification (oos) stability result for water absorption of gelfoam sponge compressed for batch g70493. The root cause of the confirmed oos result was further investigated in qar 1218916. Qar 2145692 was completed for the tank temperature going below the allowable temperature during extrusion of batch w24142. The root cause was determined to be equipment related. It was determined that there was no impact to quality of the batch and the batch remains acceptable. Qar 2259266 was completed for a complaint of an adverse event for inadequate porcine labeling for an unknown batch of gelfoam. The root cause was determined to be material related. It was determined that there was no impact to quality of the batch and the batch remains acceptable. Packaging records: complete - acceptable. A review of aprr records as related to the manufacturing process was performed as a part of this investigation. The review of the reports determined that no negative quality trends were present. There were no related complaints to review batch record information. For gelfoam sponge, the bill of materials was compared during formulation to the in-process material usage report to assure that the correct raw materials and amounts were used in the manufacture of the lot. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes, and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: complete - acceptable. Per review of the aprr reports over the expiry interval reaching back from the receipt of the compliant, there were no batches produced with analytical testing results that were outside of registered specifications prior to release. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us for further evaluation of MDR. Batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material- foam' and 'absorbable material powder' has been reviewed. The following parameters were used: an expanded time period and product category scope was used for the analysis of trending to capture complaints that have been received by pfizer as a result of a remediation effort by pfizer us safety, their full range of complaint contact dates, and the associated product expiry windows. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There were two months (april and may2019) that included a higher than normal number of complaints; however, this is due to the remediation effort noted above. Additionally, the results from the query were evaluated by the sub-class of 'adverse event safety request for investigation', and there were two months (april and may2019) that included a higher than normal number of complaints, also as a result of remediation by pfizer us safety. No trend was observed that would require further investigations. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, trends, and in process controls were acceptable, and have met the established requirements. Quality of batch: acceptable. The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required. As of 21jun2019, reported that there is reasonable suspicion of malfunction in this case. Our site was not able to determine a root cause tied to the production process. Follow-up (13mar2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: events recoded. Follow-up (06may2019, 15may2019 and 20may2019): new information from a product quality complaint group includes: investigation result (impact to the device, hazardous situation, hazard number, p2 value, no malfunction is present). Follow-up attempts are completed. No further information is expected. Follow-up (10jun2019 and 21jun2019): new information from a product quality complaint group includes: final investigation report and suspicion of malfunction. Company clinical evaluation comment: this is consumer report, and reported events did not cause serious injury in this patient. The wrong technique in device usage process by the dentist was likely associated with the events in this case. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, considering the hazard p2 value for a severity of s3 is "1", from device risk file for this product absorbable gelatin (gelfoam). No corrective actions were identified as a direct result of this complaint investigation. Amendment: this follow-up report is being submitted to amend previously reported information: product problem checked on the medwatch information page., comment: this is consumer report, and reported events did not cause serious injury in this patient. The wrong technique in device usage process by the dentist was likely associated with the events in this case. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, considering the hazard p2 value for a severity of s3 is "1", from device risk file for this product absorbable gelatin (gelfoam). No corrective actions were identified as a direct result of this complaint investigation.

Manufacturer narrative:
Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, trends, and in process controls were acceptable, and have met the established requirements. Quality of batch: acceptable. The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required.

Manufacturer narrative:
Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, trends, and in process controls were acceptable, and have met the established requirements. Quality of batch: acceptable. The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required.

Event description:
She did not irrigate before using the product, did not perform any inspection of the cavity/she feels the dentist did the procedure wrong [wrong technique in device usage process], she now feels that the site of the procedure feels heavy, a little sore and "looks white [application site discomfort], she now feels that the site of the procedure feels heavy, a little sore and "looks white/soreness [application site pain], she is suspecting a little pus/little pus and it looks white [application site abscess]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6)-year-old female patient received absorbable gelatin (gelfoam), from (B)(6) 2018 at 1 piece placed into the dental bloody cavity by the dentist for an unspecified indication. Medical history included hashimoto's disease, allergic to dairy products, tooth extraction, hypothyroidism. Concomitant medication included levothyroxine sodium (tirosint, 75 ug) orally at 75 ug, 1x/day for hashimoto's disease and ongoing. The patient believed that on an unknown date the dentist did the wrong procedure: he did not irrigate gelfoam before using it, and did not perform any inspection of the cavity. The patient felt the site of the procedure was heavy, and a little sore; also it looked white and she suspected a little pus on (B)(6) 2018. Reporter stated she was taking motrin 400 mg red coated capsule by mouth twice a day since yesterday for the soreness. The outcome of "little pus and it looks white" was not recovered and for the rest reported conditions was unknown. Also the action taken with gelfoam was unknown. The gelfoam lot number was not available since the device was used at the dentist's office. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case s5): gelfoam is used in the presence of an infection. Hazard number: h01-13. P2 value for a severity of s2: 0; p2 value for a severity of s3: 1; p2 value for a severity of s4: 0; p2 value for a severity of s5: 0. No malfunction is present. As of date 10jun2019, final investigation report received. Final report: product desc: gelfoam sterile sponge size 100 x 6, product country: USA, sap/unique identifier: (B)(4), classification: external cause investigation, subclass: adverse event safety request for investigation, lot number: unknown, sample status: not received, UDI: (B)(4). The details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Scope: all gelfoam sponge batches produced within the 36 months prior to the receipt of the reported complaint were queried within pcom, and all complaints found were examined against the reported complaint narrative and complaint classification. There were no previous complaints with a known batch number was determined to be within scope. Returned product examination: pgs did not receive a returned complaint sample, or photographs, for evaluation. Reference sample examination: complete - acceptable. An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints for which an evaluation of previous retained reference sample examinations could be reviewed. Deviations: complete.-acceptable deviations, laboratory investigation reports (lir), and change management records for all batches in aprrs and the site deviation tracking system for 36 months prior to the receipt of the reported complaint were reviewed. Lir (B)(4) was completed for a confirmed out-of-specification (oos) stability result for water absorption of gelfoam sponge compressed for batch j18378. The root cause of the confirmed oos result was further investigated in qar (B)(4). Lir (B)(4) was completed for a confirmed out-of-specification (oos) stability result for water absorption of gelfoam sponge compressed for batch g70493. The root cause of the confirmed oos result was further investigated in qar (B)(4). Qar (B)(4) was completed for the tank temperature going below the allowable temperature during extrusion of batch w24142. The root cause was determined to be equipment related. It was determined that there was no impact to quality of the batch and the batch remains acceptable. Qar (B)(4) was completed for a complaint of an adverse event for inadequate porcine labeling for an unknown batch of gelfoam. The root cause was determined to be material related. It was determined that there was no impact to quality of the batch and the batch remains acceptable. Packaging records: complete - acceptable. A review of aprr records as related to the manufacturing process was performed as a part of this investigation. The review of the reports determined that no negative quality trends were present. There were no related complaints to review batch record information. For gelfoam sponge, the bill of materials was compared during formulation to the in-process material usage report to assure that the correct raw materials and amounts were used in the manufacture of the lot. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes, and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: complete - acceptable. Per review of the aprr reports over the expiry interval reaching back from the receipt of the compliant, there were no batches produced with analytical testing results that were outside of registered specifications prior to release. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us for further evaluation of MDR. Batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material- foam' and 'absorbable material powder' has been reviewed. The following parameters were used: an expanded time period and product category scope was used for the analysis of trending to capture complaints that have been received by pfizer as a result of a remediation effort by pfizer us safety, their full range of complaint contact dates, and the associated product expiry windows. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There were two months (april and may2019) that included a higher than normal number of complaints; however, this is due to the remediation effort noted above. Additionally, the results from the query were evaluated by the sub-class of 'adverse event safety request for investigation', and there were two months (april and may2019) that included a higher than normal number of complaints, also as a result of remediation by pfizer us safety. No trend was observed that would require further investigations. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, trends, and in process controls were acceptable, and have met the established requirements. Quality of batch: acceptable. The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required. As of 21jun2019, reported that there is reasonable suspicion of malfunction in this case. Our site was not able to determine a root cause tied to the production process. Follow-up (13mar2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: events recoded. Follow-up (06may2019, 15may2019 and 20may2019): new information from a product quality complaint group includes: investigation result (impact to the device, hazardous situation, hazard number, p2 value, no malfunction is present). Follow-up attempts are completed. No further information is expected. Follow-up (10jun2019 and 21jun2019): new information from a product quality complaint group includes: final investigation report and suspicion of malfunction. Company clinical evaluation comment: this is consumer report, and reported events did not cause serious injury in this patient. The wrong technique in device usage process by the dentist was likely associated with the events in this case. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, considering the hazard p2 value for a severity of s3 is "1", from device risk file for this product absorbable gelatin (gelfoam). No corrective actions were identified as a direct result of this complaint investigation. Follow-up attempts are completed. No further information is expected. Comment: this is consumer report, and reported events did not cause serious injury in this patient. The wrong technique in device usage process by the dentist was likely associated with the events in this case. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, considering the hazard p2 value for a severity of s3 is "1", from device risk file for this product absorbable gelatin (gelfoam). No corrective actions were identified as a direct result of this complaint investigation.

Manufacturer narrative:
As per product quality complaint group: impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case s5): gelfoam is used in the presence of an infection. Hazard number: h01-13. P2 value for a severity of s2: 0; p2 value for a severity of s3: 1; p2 value for a severity of s4: 0; p2 value for a severity of s5: 0. No malfunction is present. On (B)(6) 2019, the final investigation report received for gelfoam sterile sponge size 100 x 6, sap/unique identifier: (B)(4), classification: external cause investigation, subclass: adverse event safety request for investigation, lot number: unknown, samples available: unknown, sample status: requested, photos available: not requested, UDI: (B)(4) . Scope: all gelfoam sponge batches produced within the 36 months prior to the receipt of the reported complaint were queried within pcom, and all complaints found were examined against the reported complaint narrative and complaint classification. There were no previous complaints with a known batch number was determined to be within scope. Returned product examination: pgs did not receive a returned complaint sample, or photographs, for evaluation. Reference sample examination: complete - acceptable. An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints for which an evaluation of previous retained reference sample examinations could be reviewed. Deviations: complete.-acceptable deviations, laboratory investigation reports (lir), and change management records for all batches in aprrs and the site deviation tracking system for 36 months prior to the receipt of the reported complaint were reviewed. Packaging records: complete - acceptable. A review of aprr records as related to the manufacturing process was performed as a part of this investigation.

Event description:
Event verbatim [preferred term] she did not irrigate before using the product, did not perform any inspection of the cavity/she feels the dentist did the procedure wrong [wrong technique in device usage process] she now feels that the site of the procedure feels heavy, a little sore and "looks white [application site discomfort], she now feels that the site of the procedure feels heavy, a little sore and "looks white/soreness [application site pain] , she is suspecting a little pus/little pus and it looks white/not red or black, but a yellowy white, off color white/clarifies she did not see pus [application site reaction] , case narrative:this is a spontaneous report from a contactable consumer. A 60-year-old female patient received absorbable gelatin (gelfoam), on (B)(6) 2018 at 1 piece placed into the dental bloody cavity by the dentist for an unspecified indication. The gelfoam lot number was not available to the patient since the device was used at the dentist's office. Medical history included hashimoto's disease, allergic to dairy products, tooth extraction, hypothyroidism. Concomitant medication included levothyroxine sodium (tirosint, 75 ug) orally at 75 ug, once daily for hashimoto's disease and ongoing. The patient believed that on an unknown date the dentist did the wrong procedure: he did not irrigate gelfoam before using it, and did not perform any inspection of the cavity. The patient felt the site of the procedure was heavy, and a little sore. She said it also looked white and she suspected a little pus on (B)(6)2018; "little pus and it looks white." She said that the area is sutured up and looks white. She then clarified that she did not see pus. She stated she is not sure if the gum area is supposed to white, but she thought white was not normal; it was not red or black or green, but a yellowy white, off white color. The patient added that she was taking ibuprofen (motrin) 400 mg (red coated capsule) by mouth twice a day since yesterday for the soreness. She also has been drinking pedialyte, water, and herbal tea." The outcome of application site reaction was not resolved, and for the rest of the reported conditions, unknown. The action taken with action taken with absorbable gelatin, if any, was unknown. As per product quality complaint group: impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case s5): gelfoam is used in the presence of an infection. Hazard number: h01-13. P2 value for a severity of s2: 0; p2 value for a severity of s3: 1; p2 value for a severity of s4: 0; p2 value for a severity of s5: 0. No malfunction is present. On 10jun2019, the final investigation report received for gelfoam sterile sponge size 100 x 6, sap/unique identifier: (B)(4), classification: external cause investigation, subclass: adverse event safety request for investigation, lot number: unknown, samples available: unknown, sample status: requested, photos available: not requested, UDI: (B)(4). Scope: all gelfoam sponge batches produced within the 36 months prior to the receipt of the reported complaint were queried within pcom, and all complaints found were examined against the reported complaint narrative and complaint classification. There were no previous complaints with a known batch number was determined to be within scope. Returned product examination: pgs did not receive a returned complaint sample, or photographs, for evaluation. Reference sample examination: complete - acceptable. An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints for which an evaluation of previous retained reference sample examinations could be reviewed. Deviations: complete.-acceptable deviations, laboratory investigation reports (lir), and change management records for all batches in aprrs and the site deviation tracking system for 36 months prior to the receipt of the reported complaint were reviewed. Packaging records: complete - acceptable. A review of aprr records as related to the manufacturing process was performed as a part of this investigation. The review of the reports determined that no negative quality trends were present. There were no related complaints to review batch record information. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: complete - acceptable. Per review of the aprr reports over the expiry interval reaching back from the receipt of the compliant, there were no batches produced with analytical testing results that were outside of registered specifications prior to release. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us for further evaluation of MDR. Batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material- foam' and 'absorbable material powder' has been reviewed. The following parameters were used: an expanded time period and product category scope was used for the analysis of trending to capture complaints that have been received by pfizer as a result of a remediation effort by pfizer us safety, their full range of complaint contact dates, and the associated product expiry windows. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There were two months (B)(6) 2019 that included a higher than normal number of complaints; however, this is due to the remediation effort noted above. Additionally, the results from the query were evaluated by the sub-class of 'adverse event safety request for investigation', and there were two months(B)(6)2019) that included a higher than normal number of complaints, also as a result of remediation by pfizer us safety. No trend was observed that would require further investigations. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, trends, and in process controls were acceptable, and have met the established requirements. Quality of batch: acceptable. The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for evaluation. Further action by pfizer is not required. Additional information received from the product quality group on (B)(6) 2019: there is reasonable suspicion of malfunction in this case (previously reported as no malfunction). Our site was not able to determine a root cause tied to the production process. On (B)(6) 2019, the product quality group reported that the patient added that she had a dental extraction 2 days ago (as time of initial contact with pfizer) performed by a cosmetic dentist. She said the dentist extracted the inferior left third molar in one piece and said that there was no evidence of necrosis and no need to do a root canal. After that, she used gelfoam "on the bloody cavity" and sutured it up with absorbable sutures. When she got home, she searched online and found a website, that "has an article about the procedures needed to use gelfoam" and she thinks the dentist "totally disregarded them." As previously mentioned, the dentist did not irrigate before using the product, did not perform any inspection of the cavity, and did not wait 15 minutes before sending her home. She now feels that the site of the procedure feels heavy, a little sore and "looks white. She is suspecting a little pus. She wanted to know what is the procedure recommended by pfizer for use the product. Additional report was received from the product quality group which was also dated (B)(6) 2019. The severity of harm: was now reported as s3. Failure mode: soreness/pus. The complaint and its classification have been reviewed. No immediate containment action is required. This record includes processing for MDR/non-MDR records received on reports sent to mdpqc from (B)(6) 2019 through (B)(6) 2019. There is no impact, as the complaint was a previously received ae that is being remediated by pfizer us safety at this time. As a part of the remediation, previously received ae complaints are being evaluated for MDR reportability, and for the need to send to the manufacturing sites as a product quality complaint investigation. Site escalation to safety is intended to provide necessary information and prompt them to evaluate a complaint for MDR reportability. As this function was in progress for this complaint prior to pfizer receiving it, there is no impact as a result of the delayed notification. One complaint with a known batch number was determined to be out of scope as it is for a different product presentation not produced at pfizer for an unrelated issue. Additionally, that complaint is still under investigation so a report could not be reviewed. Investigation decision: conclusion and qa review & rationale: based on the complaint narrative, the patient developed soreness and possible pus around the area where product was used. The patient also stated the dentist disregarded proper technique to irrigate the area which could also be a cause of possible pus/infection. Review of complaint description concludes there is no device malfunction. Final confirmation status: not confirmed follow-up (B)(6) 2019: follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: events recoded. Follow-up (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019: new information from a product quality complaint group includes: investigation result (impact to the device, hazardous situation, hazard number, p2 value, no malfunction is present). Follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2019 and (B)(6) 2019): new information from a product quality complaint group includes: final investigation report and suspicion of malfunction. Amendment: this follow-up report is being submitted to amend previously reported information: product problem checked on the medwatch information page. Follow-up (B)(6) 2019: new information reported from the product quality complaint group includes: patient comments regarding event. Follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2019: new information reported from the product quality complaint group includes: investigation findings, investigation decision/conclusion. Additionally, based on the reporter's verbatim event description, "she is suspecting a little pus/little pus and it looks white/not red or black, but a yellowy white, off color white/clarifies she did not see pus," the event term was recoded from 'application site abscess' to 'application site reaction.' Company clinical evaluation comment: this is a consumer report, and reported events did not cause serious injury in this patient. The reported events were likely associated with wrong technique in device usage process by the dentist. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and reported on (B)(6) 2019 that the severity of harm was s3., comment: this is a consumer report, and reported events did not cause serious injury in this patient. The reported events were likely associated with wrong technique in device usage process by the dentist. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and reported on (B)(6) 2019 that the severity of harm was s3.

Manufacturer narrative:
Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, trends, and in process controls were acceptable, and have met the established requirements. Quality of batch: acceptable. The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required.

Event description:
Event verbatim [preferred term] she did not irrigate before using the product, did not perform any inspection of the cavity/she feels the dentist did the procedure wrong [wrong technique in device usage process] , she now feels that the site of the procedure feels heavy, a little sore and "looks white [application site discomfort] , she now feels that the site of the procedure feels heavy, a little sore and "looks white/soreness [application site pain] , she is suspecting a little pus/little pus and it looks white [application site abscess] , . Case narrative:this is a spontaneous report from a contactable consumer. A 60-year-old female patient received absorbable gelatin (gelfoam), from (B)(6)2018 at (B)(4) piece placed into the dental bloody cavity by the dentist for an unspecified indication. The gelfoam lot number was not available to the patient since the device was used at the dentist's office. Medical history included hashimoto's disease, allergic to dairy products, tooth extraction, hypothyroidism. Concomitant medication included levothyroxine sodium (tirosint, 75 ug) orally at 75 ug, once daily for hashimoto's disease and ongoing. The patient believed that on an unknown date the dentist did the wrong procedure: he did not irrigate gelfoam before using it, and did not perform any inspection of the cavity. The patient felt the site of the procedure was heavy, and a little sore; also it looked white and she suspected a little pus on 25may2018. The patient stated she was taking ibuprofen (motrin) 400 mg red coated capsule by mouth twice a day since yesterday for the soreness. The outcome of "little pus and it looks white" was not resolved, and for the rest of the reported conditions, unknown. The action taken with action taken with absorbable gelatin, if any, was unknown. As per product quality complaint group: impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case s5): gelfoam is used in the presence of an infection. Hazard number: h01-13. P2 value for a severity of s2: 0; p2 value for a severity of s3: 1; p2 value for a severity of s4: 0; p2 value for a severity of s5: 0. No malfunction is present. On 10jun2019, the final investigation report received. Final report: product desc: gelfoam sterile sponge size 100 x 6, product country: USA, sap/unique identifier: (B)(4), classification: external cause investigation, subclass: adverse event safety request for investigation, lot number: unknown, sample status: not received, UDI: (B)(4). The details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Scope: all gelfoam sponge batches produced within the 36 months prior to the receipt of the reported complaint were queried within pcom, and all complaints found were examined against the reported complaint narrative and complaint classification. There were no previous complaints with a known batch number was determined to be within scope. Returned product examination: pgs did not receive a returned complaint sample, or photographs, for evaluation. Reference sample examination: complete - acceptable. An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints for which an evaluation of previous retained reference sample examinations could be reviewed. Deviations: complete.-acceptable deviations, laboratory investigation reports (lir), and change management records for all batches in aprrs and the site deviation tracking system for 36 months prior to the receipt of the reported complaint were reviewed. Lir 1210426 was completed for a confirmed out-of-specification (oos) stability result for water absorption of gelfoam sponge compressed for batch j18378. The root cause of the confirmed oos result was further investigated in qar 1218916. Lir 1250585 was completed for a confirmed out-of-specification (oos) stability result for water absorption of gelfoam sponge compressed for batch g70493. The root cause of the confirmed oos result was further investigated in qar 1218916. Qar 2145692 was completed for the tank temperature going below the allowable temperature during extrusion of batch w24142. The root cause was determined to be equipment related. It was determined that there was no impact to quality of the batch and the batch remains acceptable. Qar 2259266 was completed for a complaint of an adverse event for inadequate porcine labeling for an unknown batch of gelfoam. The root cause was determined to be material related. It was determined that there was no impact to quality of the batch and the batch remains acceptable. Packaging records: complete - acceptable. A review of aprr records as related to the manufacturing process was performed as a part of this investigation. The review of the reports determined that no negative quality trends were present. There were no related complaints to review batch record information. For gelfoam sponge, the bill of materials was compared during formulation to the in-process material usage report to assure that the correct raw materials and amounts were used in the manufacture of the lot. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: complete - acceptable. Per review of the aprr reports over the expiry interval reaching back from the receipt of the compliant, there were no batches produced with analytical testing results that were outside of registered specifications prior to release. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued by safety; therefore, the reported complaint was escalated to pfizer us for further evaluation of MDR. Batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material- foam' and 'absorbable material powder' has been reviewed. The following parameters were used: an expanded time period and product category scope was used for the analysis of trending to capture complaints that have been received by pfizer as a result of a remediation effort by pfizer us safety, their full range of complaint contact dates, and the associated product expiry windows. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There were two months (april and may2019) that included a higher than normal number of complaints; however, this is due to the remediation effort noted above. Additionally, the results from the query were evaluated by the sub-class of 'adverse event safety request for investigation', and there were two months (april and may2019) that included a higher than normal number of complaints, also as a result of remediation by pfizer us safety. No trend was observed that would require further investigations. Root cause: pfizer quality operations could not determine a root cause for the reported defect to be related to the production process. A review of the aprr reports and an evaluation of trends indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, trends, and in process controls were acceptable, and have met the established requirements. Quality of batch: acceptable. The details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer is not required. Additional information received from the product quality group on 21jun2019: there is reasonable suspicion of malfunction in this case (previously reported as no malfunction). Our site was not able to determine a root cause tied to the production process. On (B)(6)2019, the product quality group reported that the patient added that she had a dental extraction 2 days ago (as time of initial contact with pfizer) performed by a cosmetic dentist. She said the dentist extracted the inferior left third molar in one piece and said that there was no evidence of necrosis and no need to do a root canal. After that, she used gelfoam "on the bloody cavity" and sutured it up with absorbable sutures. When she got home, she searched online and found a website, that "has an article about the procedures needed to use gelfoam" and she thinks the dentist "totally disregarded them." As previously mentioned, the dentist did not irrigate before using the product, did not perform any inspection of the cavity, and did not wait 15 minutes before sending her home. She wanted to know what is the procedure recommended by pfizer for use the product. Follow-up (13mar2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: events recoded. Follow-up (06may2019, 15may2019 and 20may2019): new information from a product quality complaint group includes: investigation result (impact to the device, hazardous situation, hazard number, p2 value, no malfunction is present). Follow-up attempts are completed. No further information is expected. Follow-up (10jun2019 and 21jun2019): new information from a product quality complaint group includes: final investigation report and suspicion of malfunction. Amendment: this follow-up report is being submitted to amend previously reported information: product problem checked on the medwatch information page. Follow-up (15oct2019): new information reported from the product quality complaint group includes: patient comments regarding event. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: this is a consumer report, and reported events did not cause serious injury in this patient. The wrong technique in device usage process by the dentist was likely associated with the events in this case. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, considering the hazard p2 value for a severity of s3 is "1", from device risk file for this product absorbable gelatin (gelfoam). No corrective actions were identified as a direct result of this complaint investigation., comment: this is a consumer report, and reported events did not cause serious injury in this patient. The wrong technique in device usage process by the dentist was likely associated with the events in this case. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient, if it were to recur, considering the hazard p2 value for a severity of s3 is "1", from device risk file for this product absorbable gelatin (gelfoam). No corrective actions were identified as a direct result of this complaint investigation.